Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon explained that patient had high blood serum and elected to have asr cup and head replaced with depuy pinnacle cup, poly liner, and ts ceramic head. Revision was carried out with good result. Stem was retained. Doi: (B)(6) 2007. Dor: (B)(6)2021. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary.